Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that smoke was seen from the e360 ventila tor's compressor capacitor and the compressor was not working. The device was made available for evaluation. The service personnel (sp) inspected the ventilator and reported that the auto drain filter and the alternating current (ac) capacitor need replaced. From the images received, thermal damage on the capacitor was observed. The likely cause of the event was isolated in the field to a potential fault in the ac capacitor. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that smoke was seen from the e360 ventilator's compressor capacitor and the compressor was not working. The ventilator was not in use on a patient at the time of the event.